Manufacturer narrative:
Per the clinic, the device was explanted on july 20, 2016. This report is filed september 6, 2016. Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed june 28, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The implanted device remains. It is unknown whether the patient will be explanted and reimplanted with another device, as of the date of this report.